Event description:
Customer reported the hand control has a short in it. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hand control. System operates as intended. This MDR is related to ge healthcare complaint.